Event description:
A 3.0 mm diameter x 18 mm length endeavor sprint rx drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a mid lcx lesion. Lesion morphology was reported to be a non-tortuous with moderate calcification and 80% stenosis. It is unknown if the lesion was pre-dilated. It was reported that the physician implanted the endeavor sprint drug-eluting stent; however, the stent appeared deformed. A nc sprinter balloon was inserted through the stent to post dilate and smooth out the stent. The balloon was inflated four times. The patient is reported to be well.

Manufacturer narrative:
Other (stent deformed). Results: other (pending cd evaluation). Conclusions: other (pending cd evaluation).